Event description:
Follow-up information revealed the patient underwent surgical intervention where her ipg was revised. It was noted the procedure went well and the reported issue is now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg site is located on her belt line. As a result, the device causes pain to the touch. Subsequently, the patient may undergo surgical intervention as the next course of action. Please note: the event date is unknown.